Event description:
Device 2 of 2. The pt received 2 scs leads with different lot numbers. Ref MFR report: 1627487-2012-03065. It was reported the pt is experiencing pain that extends from her scs ipg pocket site to her groin area. The pain remains whether stimulation is on or off. It was also reported the pt's pain pattern has changed. A sjm rep reprogrammed the pt's scs system. F/u is pending.

Manufacturer narrative:
Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.